Event description:
The sheath sheared off in the pt. The pt was sent to surgery to have the section of the detached sheath removed. Per the submitted medwatch report submitted on (B)(6) 2012: when the physician was removing the flexor ansel guiding sheath from a (B)(6) male pt, it was noted that 10cm of the sheath had broken off inside the pt's right external iliac artery. The pt was taken to surgery for removal of the fragmented device and repair of the artery utilizing a bovine pericardial patch. The pt was discharged on (B)(6) 2012. Additional info: a (B)(6) m with history of lower extremity (left/right) arterial occlusive disease. He presented with non healing ulcer of the dorsum of right foot. He was taken to cvi for angiogram when vascular surgeon was removing ansel sheath, he noted 10 cm of catheter had broken off. Pt was taken to operating room fro removal of device in r external iliac artery. Repair of artery utilizing bowie pericardial patch.

Manufacturer narrative:
(B)(6). Lot - customer states one of the following but is unclear which lot: 3579973, 3332862, 3376526. Catalog # - kcfw-6.0-18/38-45-rb-anl1-hc. Expiration - unk as lot could not be confirmed. (B)(4). Date of manufacture: unk as lot is unk. Event evaluation: still under investigation. Additional info: device info: ansel sheath, 6 fr an selflexor sheath, model kcfw-6.0. (B)(4). (B)(6). (B)(4).